Event description:
It was reported that the patient with this right ventricular (rv) lead had an atrial arrythmia. As a result, there was a rapid ventricular response (rvr) due to this atrial arrythmia. Technical services (ts) suspected that there was a behavior that could be related to possible lead dislodgement. However, it was not conclusive. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.